Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they wanted the system removed because it never worked for them and the lead had migrated. The wire had migrated and was protruding and trying to come through the skin and pushing and poking out in funny ways however it had not exited the skin. It felt like it was in their bowels now. The patient did not know exactly when the migration issues started, but indicated it had been years. It had never really worked for the patient therapeutically and patient stated that they just wanted it to work so bad that they said it did. The patient was redirected to their healthcare provider to further address the issue. The patient reported they called their implanting physician's office but the nurse told them to call [manufacturer]. The patient was considering finding a different doctor.

Manufacturer narrative:
Continuation of product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2016 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.